Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a scratched screen. During analysis, the moment the device was powered up the device started double beeping. Service will replace the downstream sensor to correct the reported issue. Investigation also found that the lcd had missing segments. Lcd will be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited constant beeping and had a bad lcd. No adverse effects were reported.